Manufacturer narrative:
This report is submitted on june 7, 2023.

Event description:
Per the clinic, the patient experienced a sore at the magnet site and was treated with topical antibiotics for a duration of 2 weeks (specific date not reported).

Manufacturer narrative:
Per the clinic, the patient experienced skin breakdown at the magnet site and subsequently was treated with topical steroid (specific date and duration not reported). This report is submitted on july 12, 2023.